Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited oversensing of noise resulting in noise reversion episodes and pacing inhibition. The noise was interpreted as high ventricular rate episodes. Programming changes were made but the issue was note resolved. Further changes were discussed. No further information was reported.